Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-38-03, equinoxe reverse 38mm humeral liner +2.5, 320-10-10, equinoxe reverse tray adapter plate tray +10, 320-06-38, glenosphere 38mm, 320-15-01, eq rev glenoid plate.

Event description:
As reported, this (B)(6) male patient experienced a scapular spine fracture (type 2). Scapular spine fracture after shoulder exercises performed approximately 3 months post-op. The case report form indicates this event is definitely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities. A sling applied for treatment and advised rest. Outcome is reported as "continuing". Devices remain in place.